Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120mg/dl at the time of the incident. The customer reported that she put on her new pump, about two weeks ago and that it gave her a dead battery and low battery warning. The customer reported that she tried changing out the battery in the pump, and that the display did not come back. The customer stated that she had tried (B)(6) new batteries and that the display has not come on. The customer reported that she tried the original depleted battery, and that the display did come on. The customer stated that she was just changing the battery when she encountered this issue. The customer stated that it looks like a little black dot on the battery cap was missing. The customer stated that there should be three dots and that one is missing. The customer stated that there are three prongs to the battery cap and that one prong does not have a cover on it. A new battery cap will be shipped to the customer. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan until new battery cap arrives. The insulin pump will not be returned for analysis.